Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in to the server. The technical support specialist (tss) dialed into the server and noticed server was rebooting. The customer confirmed their it team had initiated the reboot. Verified that the issue was resolved, logged in, and confirmed all services were up and running. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to login. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.